Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an itchy rash. There was no alleged device malfunction contributing to the irritation. The patients nurse advised that the physician prescribed hydrocortisone 2.5 for the rash. Follow up indicated that the "rash has improved and hydrocortisone 2 has dried it out".